Event description:
The pt previously received a talent device (date unk). A limb extension was placed for a distal type I endoleak with iliac aneurysm development; endoleak was resolved.

Manufacturer narrative:
Date of competitor device expiration is unk. Date of original implant is unk. Date of MFR of talent device is unk. Conclusions: the talent device caused the event. Info related to the talent device is unavailable. Due to lack of info, no conclusion can be drawn at this time.